Manufacturer narrative:
Concomitant products: product ID: 8709, lot#: j0039921r, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-sep-2002, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain and other chronic intractable pain (trunk/limbs). The patient reported that his prior physician ¿was overdosing me¿ and then stated, ¿but I don¿t know for sure¿. When asked the dose and concentration of the morphine in the pump at the time of the event, the patient stated, ¿I don¿t know but it was really low, but he was overdosing me¿. He then stated that his current physician found that ¿the tubes and the catheter were all clogged¿ and he was not getting any relief.